Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 42 and 76 mg/dl. Tests were done within 10 minutes. No further information has been reported.